Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿small amount of liquid in them¿.

Event description:
Patient reported via MRI findings, "on the right, there are a few peripheral folds with a small amount of liquid in them." The device remains implanted.

Manufacturer narrative:
Photos of the explanted device have been received, awaiting investigation.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, anxiety-product procedure: unable to observe, as it is a medical event. That is not related to the device. Crease folding of implant: no observed. Additional observation: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, via MRI findings "on the right. There are a few peripheral folds with a small amount of liquid in them". The device has been explanted.